Event description:
Injections are burning [injection site irritation]. Case description: non-serious. This case is a report from a company sponsored support program in the united states referring to a male patient. The patient's mother provided this report in response to a call from the program vendor. No past medical history, concurrent conditions, or allergies were reported. Concomitant medications included cetirizine hydrochloride, montelukast sodium, and mometasone furoate. In 2007, the patient received nutropin aq, (1.6 mg, 6/week, sc) for the indication of idiopathic short stature. The lot number for nutropin aq was l96931. This was the only administration of nutropin aq prior to the onset of the event. On the same day, the patient noticed the injections were burning (injection site burning). It was noted that the injections did not burn every time. No relevant laboratory tests or treatments for the event were reported, and no action was taken with nutropin aq. At the time of this report, the outcome of the event had not been specified. Reports from patient support programs are regarded as solicited in nature and an implied causality cannot be inferred. It was noted that the patient's mother had been winding the dose knob back to the beginning with each injection. This was noted to be a technique error and not a quality issue. No other etiologic information was reported. Additional information will be requested.

Manufacturer narrative:
Additional information received on 28-aug-2007. The patient clarified that the issue was with the pen itself, not the medication. The issue was resistance in depressing the dose knob. She reported that it was better after they were told to only prime the pen when they changed the cartridge. She stated that they were priming the pen every time they gave a dose and that it was building up resistance. It was reported that the dose 1.6 mg had not changed since beginning therapy. The lot number for the nutropin aq pen was n033. The first puncture date of lot number n033 was on the month before. This was the only puncture date prior to the event onset. The patient discontinued use with lot number n033 and switched to lot number n034. It was reported that the issue started with the first pen and continued with the second pen. She also stated that she noticed a little increase in resistance when there were only 2-3 doses left in the cartridge. The needles were 30g. This report was forwarded to genentech product quality and assigned for the first pen (lot # n033). Additional information has been requested. Pharmacovigilance: injection site irritation ins unlabeled in the uspi and unexpected in the ib for nutropin aq. A report of burning on injection occurring after initiating nutropin aq administered for idiopathic short stature in a male patient from the united states. Confounding factors include a possibility of technique error in the use of the pen in relation to the resistance in depressing the dose knob.